Event description:
The customer reported that the insulin pump alarmed while changing the infusion set. The blood glucose reading was 453mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer also mentioned that insulin squirted during priming. She stated that she may have to go to the emergency room. Advised the caller that if she was not able to prime successfully, she should still not use the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.